Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation; as the device was discarded at medicon due to expire of stock period after visual inspection. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the fluid leakage was observed around the connecting part of the catheter and the lock sleeve. No patient injury was reported.